Event description:
It was reported that an ilet user experienced post-meal glucose rises into the mid-200 mg/dl range after meal announcements, with one episode of a post-dinner spike to 277 mg/dl that later fell after the device delivered correction, followed by a subsequent rise to 188 mg/dl and then a low to 47 mg/dl that the user treated with oral glucose; the scenario suggests a usage issue related to meal announcements and correction behavior on the ilet user interface. Symptoms included hyperglycemia and hypoglycemia. Outcomes included an unexpected medical intervention requiring medication when the user treated the hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and a usage problem was identified involving improper or incorrect procedure or method with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.